Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main full height drawer 6 slide rail failed. A field service engineer (fse) identified that drawer 6 (full height) had faulty slide rails. The slides were inspected and verified to be defective. The rails were replaced, and the drawer was tested. All functions operated correctly, resolving the issue. The fse noted that the drawer remained operational prior to the slide rail repair, and no delays in medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main full height drawer 6 slide rail failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event